Event description:
Add'l info rec'd from MFR 8/20/04: the part and lot numbers were unavailable. There was no lot number on the device or the paper work. Under the guidelines set forth in 21 cfr 803, it was determined that this incident did not meet MDR reportability requirements.

Event description:
During surgical procedure, md took the t-handle starter reamer and was passing this down when the tip of the t-handle broke about a third of the way down the tibia. Under fluoroscopy and while using a small curet and pituitary rongeur, the tip was retrieved and removed.